Manufacturer narrative:
The insulin pump received with blank display due to burned and damaged electronic and motor assembly. Unit received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.